Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: can you please provide a timeline of events? What was the grade of hemorrhoids? Does the surgeon believe that there was an alleged deficiency of the ethicon pph03 that contributed to the rectal stricture or were there other contributing factors? What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? What is the current patient status? How long post-op was the stricture identified? What is the current patient status? Response: the patient was dilated and doing well. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had to have a re-operation for a rectal stricture that occurred from their original procedure.